Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because the conclusion code was updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system continued to display right ventricular (rv) shock impedances of greater than 125 ohms. Device data showed, over the last several months, the patient has had shock impedance measurements in the 140 ohms range with many shock impedance measurements in the 120 to 130 ohms range. Technical services recommended performing a commanded 41 joule shock if the shock impedances consistently range between 140 and 150 ohms. It was noted the rv pacing impedance was stable, and within normal limits. At this time, this ICD remains in service, and there were no additional adverse patient effects reported.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shocking impedance measurement greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that further testing was performed with non-invasive programmed stimulation (nips) and a commanded shock which resulted in a shock impedance of 77 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.